Manufacturer narrative:
The liquid embolic material was not returned for analysis as it was consumed in the intervention. Therefore, we are unable to perform further root cause analysis. MDR linked events: 2029214-2017-00904.

Event description:
Medtronic received report that during the cerebral arteriovenous malformation embolization procedure, the microcatheter was navigated to the target area and started injecting of the liquid embolic material. It was soon realized that the liquid embolic material was leaking near the tip of the microcatheter. Therefore, the microcatheter was exchanged for a new one. There was no patient injury.